Event description:
It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the pt developed hives. The pt received an unknown size taxus express2 drug eluting stent. Two days after the implant the pt was treated in the ER for a rash and hives all over the company's body. In early may the pt was given steroids and their plavix was changed to ticlid and aspirin was discontinued. The rash and hives come and go. They were also sen by an allergist. The pt is returning to the physicians office mid may. The nurse contacted bsc as they would like to find out from their clinicians what to do if this pt may be allergic to the stent.